Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with the imaging difficulty. The cause of the reported incomplete coaptation (intraprocedural) associated with the slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). It was noted the valve had a wide coaptation gap and imaging was difficult. A ntw mitraclip was advanced to the mitral valve; however, the clip was unable to grasp both leaflets. The clip was removed with no reported issue. An xt mitraclip was implanted with no reported issue. However, post deployment, it was decided that an additional clip was needed. A new ntw mitraclip was advanced to the mitral valve. After confirming adequate grasp in x-plane view, a leaflet insertion assessment was performed in 3d. The team agreed there was a sufficient tissue bridge and leaflet restriction was achieved. Post-deployment, an increase in mr was noted. A single leaflet device attachment (slda) was confirmed, as the clip had detached from the posterior leaflet. As the mr was holding at 2+ and the xt was supporting the ntw, it was decided not to implant any additional clip. The patient would be observed and brought back in the case the mr increased. No additional information was provided.